Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had high blood glucose level and pump was under delivering. The customer¿s blood glucose was 466 mg/dl at the time of incident. The customer¿s current blood glucose level and at the time of incident blood glucose level was 465 mg/dl. The customer used insulin pen to bring down the high blood glucose level. The insulin pump will not be returned for analysis.